Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2024, it was reported by a sales representative via sems-06671072 that an ar-600sagmis sagittal saw attachment came apart during a case. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-600sagmis sagittal saw attachment serial number: (B)(6) was received for investigation. Visual evaluation of the returned device noted that the device was coming apart, as a component was received detached. Further visual evaluation noted wear and tear to the device with superficial scratches and slight discoloration observed. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 25-oct-2022.